Event description:
The customer reported, the device failed to deliver energy during an op check. There was no patient involvement.

Manufacturer narrative:
(B)(4). The complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.